Event description:
During device evaluation at the philips bench, the bench technician noted an opcheck failure for co2. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated at the philips bench and the etco2 module was determined to be faulty. The etco2 module was replaced to resolve the issue. The device passed all testing and was returned to the customer.